Manufacturer narrative:
Investigation pending.

Event description:
Customer reported a potential false negative urine hcg test result. Strip test is negative but abdomen ultrasound showed an 8 week intrauterine pregnancy with fetal heart sounds.